Manufacturer narrative:
Results: no samples were returned for evaluation. A DHR review is not required. Refer to CAPA (B)(4). Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this specific incident cannot be determined. (B)(4).

Event description:
It was reported that the butterfly was leaking blood on a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. No serious injury, blood or mucous exposure or medical intervention was reported.